Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. The downstream occlusion sensor seal was starting to bubble up. During functional testing, the reported problem was duplicated. The upstream occlusion sensor was faulty and failed calibration with a value of 9950x03e3. A value of 1050 was needed to calibrate the upstream occlusion sensor. The upstream had no visual deflects while the downstream occlusion sensor was contaminated and scratched. The event log confirmed the faulty sensors with multiple cassette not attached properly alarms. When a 100 ml disposable cassette was attached, the pump delivered without any issues using the customer's settings. Intermittent sensors was likely the cause of all the cassette not attached properly alarms. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Test station 2 was used and the results were 6.04, 5.90 and 5.79 percent. After investigating the device, the probable cause of the customer's problem was that the device had faulty upstream and downstream occlusion sensors. Constant cassette not attached properly alarms would cause the device to stop infusing. Upstream and downstream occlusion sensors replaced.

Event description:
It was reported not pumping. No patient injury reported.